Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed a power interrupted/service required message at power on, and it had a flashing red 'x'. There was no pt involvement.